Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the patient attempted to take their life by manipulating insulin delivery settings in the omnipod controller and was subsequently hospitalized. The legal guardian was unable to provide further details regarding the event. It is unknown whether the hospitalization was related to hypoglycemia or hyperglycemia. The pod had been worn for approximately 5-24 hours at the time of the event. As of the latest contact for additional information on july 2, 2026, the patient remained hospitalized, and no anticipated discharge date was provided. A supplemental report will be submitted if additional information is received.